Manufacturer narrative:
After further review of additional information received the following sections d4, d9, g3, g6, h2, h3 and h4 have been updated accordingly. Section d4: serial number, expiration date; section d9: date device returned to manufacturer; section h4: device manufacture date. Additional information, including the product investigation, will be submitted within 30 days of receipt section d1: brand name; section d4: model number, catalog number, unique identifier (UDI) #; section g4: PMA/510(k)number.

Manufacturer narrative:
(H3) the revision reported was likely the result of a combination of malrotation/anterior-posterior movement of the tibial insert in the tibial tray and third body wear, which resulted in polyethylene wear and delamination on the tibial insert. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Approximately 6 yrs postop the initial right primary total knee on this (B)(6) year old adult male patient. A size 5 9mm psc poly insert was used. The patient had to be revised due to painful osteolysis from the debris of the insert. Upon inspection of the insert post extraction there was significant oxidation damage and delamination. Patient was last known to be in stable condition following the event. The device is to be returned. Additional information received indicates that patient is relatively low activity patient. The index surgery was navigated, so alignment was good. There was small amount of anterior femoral lysis that was treated with pmma bone cement. The tibial and femoral components were well fixed, and the revision consisted of only a polyethylene exchange.